Event description:
Additional information received reported that the patient was unable to adjust stimulation. The patient programmer (pp) display was showing "call your doctor" icon with a warning power on reset (por) condition. It was also reported that the patient met with a manufacturer's representative recently to bring implant out of overdischarge. The reason for overdischarge was due to patient's stimulator not working very well, the patient couldn't get a good charge on it, so let it go off for 6 months, and it was totally dead. It was stated that patient's pain was getting worse and worse and he wanted to turn the implant on.

Event description:
It was reported that the patient was reprogrammed about 4 to 6 months prior to (B)(6) 2014 and had stimulation in their lower back, feet, and stomach. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
It was reported, the patient¿s stimulator wasn¿t working. A communication problem was reported. It was reported, the patient saw a poor communication screen on the recharger (insr) when they tried to charge and sync with the implantable neurostimulator (ins). The issue had reportedly been getting for the last 8-10 months. It was reported, the patient had gained some weight and was wondering if that was interfering. Additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4), product type recharger product ID 39565-65, serial# (B)(4); implanted: 2010 (B)(6); product type lead. (B)(4).